Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coil (pod pc). During the procedure, the physician placed ruby coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a pod pc, the physician experienced resistance and was unable to advance the pod pc through the microcatheter and, therefore, it was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.